Event description:
A customer contacted beckman coulter inc., (bec), and reported that they observed a leak from the back of the unicel dxc 800 pro synchron clinical system. The customer was unable to determine the leak source and identify it by troubleshooting. The customer stated that they had inspected the hydro pneumatic system and no liquid was detected on the hydro drawer and no leaks were observed. Per the customer, the estimated volume of the leak was about 500ml. The customer was wearing personal protective equipment (ppe) consisting of goggles, gloves and a lab coat. No one was directly exposed or had been treated. The customer has a chemical and safety procedure in place. The analyzer was in standby at the time of this event. The customer confirmed no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and determined the bubble generator manifold assembly, located behind the reagent probes, was leaking. The leaking fluid was identified by the fse as wash solution (1:100 dilution of wash concentrate ii to di water). The fse replaced the bubble generator manifold and primed the system. No further leaking was observed. The bubble generator is used to wash the internal surface area of the reagent probes. Leaking bubble generator manifold assembly was the cause of this event. (B)(4).